Event description:
A patient reported blood glucose results of "388 mg/dl" and "293 mg/dl" with a lifescan meter, performed within 3 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Patient did not have control solution. They also reported experiencing an insulin reaction a few days prior to calling lfs. They reported that the meter was reading inaccurately high. They did not provide any blood glucose readings or details on their reaction. They reported taking 6 units of humalog insulin. Medical affairs specialist was unable to reach patient after several attempts. Customer service representative replaced the meter, test strips, and control solution. Medical affairs specialist mailed letter.